Event description:
It was reported that a user experienced persistent elevated blood glucose (bg) while using the ilet bionic pancreas and had been pausing insulin delivery and entering meal announcements without eating in an attempt to correct high glucose, which interfered with automated insulin dosing. At the time of the call, bg was 151 mg/dl. No reported symptoms. Outcomes included the need for troubleshooting, additional training, and transfer to a partner organization for further guidance. Investigation included technical support review of device data and user education. Investigation of this case revealed user technique contributed to impaired system performance due to pausing insulin and ghost meal entries. It was concluded that device function was consistent with design and that user behaviors contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.